Event description:
It was reported by repair work order that the brakes would not hold. Upon inspection of the unit by the service technician, it was identified that the brakes would not hold due to a malfunctioned drive link. No adverse event or clinically relevant delay in treatment was reported.